Event description:
"Surgeon was attempting to remove a screw from the pt's neck. When turning the screwdriver, the tip snapped off even with the screw head. Screw and screwdriver tip was removed without further complication." A follow-up call was performed. There was no pt injury and no extended surgery time. The screwdriver will not be returned for investigation.